Manufacturer narrative:
D9: product received date 11/19/2024. H3: one device was returned for repair with cassette not attached error. This device has not been serviced in the past. Review of event log found cassette not attached properly alarm. Visual/functional testing was performed. The reported problem was duplicated by functional test. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: event date unknown. H3: device not received, by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pump displayed a cassette not attached error. Unable to calibrate sensor. Found, during testing. No further information provided.